Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The distributor reported during a shoulder resurfacing surgery, the surgeon requested a size 52/21 titan hra implant for the pt. It was discovered the size the surgeon requested, size 52/21 titan hra, ¿was expired, along with 8 other implants¿ that were brought into the operating room. The rep notified the surgeon of the situation; the surgeon used a different size implant (52/18 sized hra) than initially requested. The implant used was not expired. No expired product was implanted in the pt; there was no reported pt injury. The distributor was uncertain regarding the precise delay in surgery time due to this issue, but stated it was between 5 and 20 minutes.